Manufacturer narrative:
This complaint has been evaluated and a review of the last three (3) product monitoring review (pmr) for trends indicated, no trends for this issue for this product. A historical complaint data search from march 01, 2015 to march 01, 2017 was reviewed as it relates to the product and a total of (B)(4) complaint, including this one, was reported. There was no harm reported and the reported event was unable to be confirmed. Therefore, this issue will be monitored through the post market product monitoring review process. No additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. FDA registration number: (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a product malfunction. No patient harm was reported. Product was not used. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
Complaint received from a nurse who stated that there was a ¿hair inside catheter.¿ photos received depicting a hair in the packaging. Product was not used. No further details have been provided.